Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by städtisches klinikum dresden, in germany. The title of this report is ¿reduced complication rates for unstable trochanteric fractures managed with third-generation nails: gamma 3 nail versus pfna¿ which is associated with the stryker ¿gamma3 nailing¿ system. Article can be found on https://doi.org/10.1007/s00068-019-01200-7. This report includes research done on 53 patients between the period from july 2005 to dec 2006. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses non-union followed by distal dynamization requiring revision surgery.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. However, the root cause of the event has been identified by the authors of the article. Indeed, the authors clearly indicate that reoperation was due to non union observed in the patient: "complications are similarly low and mainly associated with the anatomy of the patient." "The most frequent causes of reoperation after 2 weeks (about 8 weeks to about 9 months postoperatively) are delayed fracture healing or nonunion." Based on the preceding statements, we can conclude that the event is not device-related but more related to the anatomy of the patient. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by (B)(6), in germany. The title of this report is ¿reduced complication rates for unstable trochanteric fractures managed with third-generation nails: gamma 3 nail versus pfna¿ which is associated with the stryker ¿gamma3 nailing¿ system. Article can be found on https://doi.org/10.1007/s00068-019-01200-7. This report includes research done on 53 patients between the period from july 2005 to dec 2006. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses non-union followed by distal dynamization requiring revision surgery.